Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to have reached end of life (eol). The device was suspected to have depleted prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to have depleted more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to have reached end of life (eol). The device was suspected to have depleted prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to have depleted more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that device replacement was scheduled for a future date.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to have reached end of life (eol). The device was suspected to have depleted prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to have depleted more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update (B)(6) 2020 advisory population. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that device replacement was scheduled for a future date. It was reported that surgical intervention was undertaken. The device was explanted. No additional adverse patient effects were reported. The device is in hospital possession. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.